Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had loose drive support cap. Customer¿s blood glucose was 136mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be return for analysis.